Event description:
Procedure type: hemorrhoidectomy. According to the rptr: during the procedure only half of staples in the ring stitched the tissue. The pt has lost a lot of blood but is in a good condition. Procedure time was extended and surgeon used the sutures to finish. No reinforcement material used in conjunction with the stapling device. There was unanticipated tissue loss as a result of this problem. There was tissue damage as a result of this problem. The tissue was cut but not stapled, the cut line was rugged. There was bleeding. The damage was treated by sutures and electrocautery. There was no blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 mins and there was an extension of the hospital stay.

Manufacturer narrative:
(B)(4).